Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts to obtain patient and event information were made, but not received.

Event description:
Related manufacturer report number: 3006705815-2021-06216, 3006705815-2021-06217. It was reported the patient had their system explanted with no complications for an unknown reason. No further information is available at this time.